Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an x-ray imaging showed that the atrial lead had dislodged. A lead repositioning procedure was scheduled.